Event description:
It was reported that an ambulance accident occurred due to a head on collision. The cot remained in the fastener, the restraint straps did not fail, however, the patient did not remain on the cot. The patient who weighed approximately (B)(6) died as a result of the accident. It was reported that the emt was injured with a back injury as a result of the accident.

Manufacturer narrative:
The device is not available for evaluation.